Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2020 regarding a patient receiving unknown baclofen (2000mcg/ml at 1417mcg/day) via an implanted infusion pump. It was reported that on (B)(6) 2020 the managing healthcare provider (hcp) did a refill and noticed a volume discrepancy. They were expecting 15ml and pulled out 11ml. This was the first time they had observed a volume discrepancy. The patient had an increase in spasticity in their upper extremities. Pump logs were normal with no abnormalities. The patient's family was referred to a different hcp to discuss the volume discrepancy. No further complications were reported or anticipated.